Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 18 atmospheres for 30 seconds; however, on the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.